Event description:
Additional information received from reporter on 29-apr-2024, for mw5154170. G6 sensor activated on (B)(6) 2024; inserted on (B)(6) 2024. Dexcom g6 sensor error > 3 hours. Replaced sensor.

Event description:
Additional information received on 04/26/2024 for mw5154170. Dexcom g6 sensor inaccuracy: 11:31 am g6 reading 105, finger stick reading is 84. That is a mard of 25%, which is outside the allowed 20% range. Dexcom g6 sensor inaccuracy: 7:09 am g6 reading 96, finger stick reading is 122. That is a mard of 21.3%, which is outside of the allowed 20% range. Dexcom g6 sensor inaccuracy: 8:56 am g6 reading 83, finger stick reading is 123. That is a mard of 32.5%.

Event description:
Dexcom g6 sensor inaccuracy: 10:08 g6 reading 110, finger stick reading is 78.